Event description:
User reported an alarm condition that prompted correction. User elected to change devices. Pt experienced bradycardia and de-saturation during the event. Pt's condition improved following the event.